Event description:
It was reported that intra-operatively, the right atrial (ra) lead and right ventricular (rv) lead exhibited lead warnings for undefined impedance measurements. It was further reported that the leads warning included non-sustained ventricular tachycardia detections, which were suspected to have been oversensing of noise. Detections suggest the device was active during implant, when these warnings occurred. The leads remain in use and the post-operative device check showed all measurements were within expected ranges after the initial implant date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.